Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; ID: 1; inratio: 1.4; lab: 2.4. Date: 2008; ID: 2, inratio: 2.2; lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; ID: 1; inratio: 1.4; lab: 2.4; mean: 1.9; confident limits: 1.3-2.7. Date: 2008; ID: 2; inratio: 2.2; lab: 1.7; mean: 1.95; confident limits: 1.3-2.7. ID 1,2 inratio and lab values are within the confident limits, as per internal procedure tr#0150 rev. 2. Product will not be investigated, since the inratio and lab values are within the confident limits.